Event description:
It was reported this was a venotomy closure of three access sites, two in the right common femoral vein and one in the left. The pre-close technique was used on one of the access sites in the right common femoral vein via a 7f sheath hole prior to an atrial fibrillation (afib) ablation procedure. The suture of one prostyle device was successfully pre-placed. The sheath was upsized to 16.8f and the (afib) ablation procedure was completed. After the procedure, perclose prostyle was used to post-close the remaining sites with success. A second prostyle device was introduced in the pre-closed access site after hemostasis not able to be achieved with the preplaced suture. Reportedly, during knot advancement of this second prostyle device, the rail limb broke causing knot to fail. The suture was removed without incident. A third prostyle device was used and the access site was successfully closed. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported suture separation. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.